Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration\perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, cervicalgia, pelvic congestion syndrome, nickel sensitivity, ovarian cyst, nabothian cyst, cervicalgia, excessive menstruation, acute conjunctivitis, eye pain, eye redness, eye discharge and wisdom teeth removal. Concurrent conditions included paratubal cyst, bacterial vaginosis, vulvovaginitis, ovarian cystectomy (left ovarian cystectomy on (B)(6) 2013.) And endometriosis externa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain\ bilateral pelvic pain"), abdominal pain ("debilitating abdominal pain"), back pain ("back pain"), cyst ("cysts"), headache ("headaches") and premature menopause ("premature ovarian failure"). The patient was treated with surgery ((laparoscopic bilateral removal of essure; bilateral salpingectomies)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, cyst, headache and premature menopause outcome was unknown. The reporter considered abdominal pain, back pain, cyst, fallopian tube perforation, genital haemorrhage, headache, pelvic pain and premature menopause to be related to essure. The reporter commented: patient who presents for a pre-op appointment for a laparoscopic bilateral removal of essure and bilateral salpingectomies on 07jan13 as per mr. Since placement of the essure on 23oct12 and as per pfs removal date is 21 october 2013. There was 1 coil in left and the coil was visible in right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2012: result- negative.. Ultrasound pelvis - on (B)(6) 2012: impression: 1. New simple right ovarian cyst as described. 2. Nabothian cysts are again noted. 3. Right essure coil is again identified. Left essure coil cannot be identified on this exam. 4. Otherwise, unremarkable pelvic ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration\perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, cervicalgia, pelvic congestion syndrome, nickel sensitivity, ovarian cyst, nabothian cyst, cervicalgia, excessive menstruation, acute conjunctivitis, eye pain, eye redness, eye discharge and wisdom teeth removal. Concurrent conditions included paratubal cyst, bacterial vaginosis, vulvovaginitis, ovarian cystectomy (left ovarian cystectomy on (B)(6) 2013.) And endometriosis externa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain\ bilateral pelvic pain"), abdominal pain ("debilitating abdominal pain"), back pain ("back pain"), cyst ("cysts"), headache ("headaches") and premature menopause ("premature ovarian failure"). The patient was treated with surgery ((laparoscopic bilateral removal of essure; bilateral salpingectomies)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, cyst, headache and premature menopause outcome was unknown. The reporter considered abdominal pain, back pain, cyst, fallopian tube perforation, genital haemorrhage, headache, pelvic pain and premature menopause to be related to essure. The reporter commented: patient who presents for a pre-op appointment for a laparoscopic bilateral removal of essure and bilateral salpingectomies on 07jan13 as per mr. Since placement of the essure on (B)(6) 2012 and as per pfs removal date is (B)(6) 2013. There was 1 coil in left and the coil was visible in right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2012: result- negative. Ultrasound pelvis - on (B)(6) 2012: impression: new simple right ovarian cyst as described. Nabothian cysts are again noted. Right essure coil is again identified. Left essure coil cannot be identified on this exam. Otherwise, unremarkable pelvic ultrasound. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.